Event description:
It was reported, the pump was planned to be explanted. It was reported, there was an alarm for motor stall. It was reported, the motor stall never recovered. It was reported, the pump logs were checked. It was reported, there was premature battery depletion. It was stated that a safe state occurred and the battery reset message occurred. It was reported the pump was to be replaced. It was reported, the patient had underdose symptoms and less than 50% therapy relief around the entire body. It was noted, the patient was given an oral substitution for their medication. The patient status was noted as alive with no injury. The pump was used to deliver morphine, clonidine, and bupivacaine. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the pump revealed pumphead hole in pump tube mechanical wear, pump motor feedthru anomaly shorting across insulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump was replaced on 2014 (B)(6). The patient was well and intrathecal drug delivery therapy continued. The patient had underdose symptoms of sweat, nervous, and tremor.

Manufacturer narrative:
(B)(4).